Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd) and to conservatively report the death. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The transseptal puncture was achieved without using a transseptal needle. Two clips were successfully implanted; however, mr was not reduced and it was noted that the blood pressure was decreasing. A huge left-to-right shunt was detected due to an asd. The procedure was aborted and a cardiac surgeon was called. The patient was taken to surgery. The asd was treated successfully and the mitral valve was surgically treated. After treatment, the surgeon noticed an aortic dissection, which could not be treated and the patient died. Reportedly, the mitraclip devices did not cause or contribute to the death. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of death, hypotension and atrial septal defect (asd), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that the mitraclip procedure resulted in a significant asd with left to right shunt, which is an expected complication of transseptal puncture and led to the need for a surgical operation to treat the asd and complete the mitral repair. Following surgery, aortic dissection was noted and could not be treated, resulting in patient death. Death was related to the aortic dissection post-surgery and not to the mitraclip device. Based on the information reviewed, the reported asd was a related to procedural circumstances which is an expected result of the mitraclip procedure, due to the transseptal puncture. The asd then caused the cascading effect of hypotension. The death was a result of the aortic dissection and was not related to the mitraclip device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.